Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connecting parts detach failure. No injury reported.

Manufacturer narrative:
Device evaluation: one used device was received for investigation. During visual inspection the returned unit has a broken tube adapter attached to the proximal luer connector. No other damage that could cause malfunctions were detected. The returned device was not able to be functionally tested due to the broken connector. No lot number has been provided to date therefore no device history report (DHR) review could be completed. A retrospective review of the twelve months period ((B)(6)2022 to (B)(6) 2023) was made for complaints related to this issue and no additional complaints were identified related to the reported disconnection issue. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information and device analysis, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.